Manufacturer narrative:
Corrected fields: b5 (purple-green image was identified due to a defective charged coupled. Device and not a video cable unit). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd), however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. In addition, the following non-reportable malfunction was found during the device evaluation: the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Olympus will continue to monitor field performance for this device.

Event description:
A purple/green-colored image defect was identified due to a defective charged coupled device.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to olympus for a reported ¿bad light and yellowish image¿. During the repair inspection, a purple/green-colored image defect was identified due to a defective video cable unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the purple/green-colored image problem found during the olympus inspection. No further information was obtained or provided from the customer.

Manufacturer narrative:
The customer¿s reported problem was not confirmed or reproduced; however, the olympus repair inspection identified a varying purple/green colored image defect which was isolated to a defective charged coupled device unit that is integrated inside the outer tube of the scope. The inspection also noted the light guide fiber bonding at the distal end of the outer tube is damaged. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.